Event description:
The customer reported that the foot switch was sticking, thereby producing fluoroscopic x-ray without command. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.